Event description:
It was reported that the battery was disabled by the charger. No adverse event reported.

Manufacturer narrative:
Outcomes attributed to adverse event should not have been checked on the initial report since no adverse events were reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.